Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent an articular surface exchange on (B)(6) 2013.

Manufacturer narrative:
The components were reviewed for compatibility with no issues noted. Review of the device history records for the articular surface identified no deviations or anomalies. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. It was noted from the billing information that the same size articular surface was implanted during the revision surgery. A definitive root cause cannot be determined with the information provided.